Event description:
Had cornea crosslinking and light adjustable lens for cataract. My vision was 20/20 for 4 months then went blurry. Both procedures use a uv light. I believe having the crosslinking procedure and the light adjustable lens are contraindicated. I have blurry vision and shadow double vision and my cornea went "flat "I can not get any answers from the surgeon as to what exactly happened. I can not get the blurriness corrected with glasses or a contact lens. This needs to be investigated so it doesn't happen to anyone else. The surgery was done by dr.(B)(6). My name is (B)(6). Thank you. How was it taken or used? Into the eye. Why was the person using the product? Cornea ectasia. Did the problem stop after the person reduced the dose or stopped taking or using the product? No. FDA safety report ID # (B)(4).